Manufacturer narrative:
(B)(4). Idler gear. The analysis found that one ec60 device was returned with the anvil closed, the shrouds open and with a blue cartridge reload loaded. The cartridge was received fully fired. After further analysis it was notice that the knife was at to the home position however the indicator disk was on position number ii. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the gears were notice to be out of synchronization, the idler gear and the release button were damaged, causing the clamping mechanism not to properly operate. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage of the release button, shroud and gears. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was used without problems for three firings. On the fourth use, the jaws did not automatically open after the anvil release button was pressed. Also the knife blade indicator showed that the knife blade wasn't returned to its starting position. So the tissue was taken away from the jaws and then the operation was carried out with a new device. There were no adverse consequences to the patient. Attempts were made to retrieve additional information, no response has been received to date. A supplemental report will be sent upon receipt of additional information.